Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was too short. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced "sst" as the device was too small following the initial implant. It appears that it was measured incorrectly at the original implant surgery as there was no device issue. The patient outcome was reported as good.